Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case broke. Subsequently, the pump case fell, causing infusion set to be pulled out. No impact to the customer's blood glucose.